Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg site was superficial, which in turn resulted in discomfort. Subsequently, surgical intervention was undertaken on (B)(6) /2016 during which the ipg was electively explanted and replaced. The new ipg was placed deeper in the pocket. The patient is reportedly doing well post surgery.